Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca (B)(4) was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. Updates to the h6 codes are as follows: type of investigation was changed to historical data analysis and communication interviews . Investigation findings was changed to environment problem identified. Investigation conclusions was changed to cause traced to environment. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Our product evaluation lab received one model 120804fp catheter. The reported issue of balloon damage was confirmed. The balloon latex appeared discolored and deteriorated. The balloon inflated concentric but ruptured during the inflation test. The balloon latex was released from proximal winding to check the balloon edges at the rupture. The edges did not appear to match at the rupture. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. It appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. There was no other visible damage observed on the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the issue. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that this fogarty catheter (model 120804fp lot 63913712) was returned for loss of confidence due to balloon damage. There was no patient involvement.